Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One 5fr glidesheath slender sheath and dilator were received for product evaluation. The plug lock was partially dislodged from the three-way stopcock body. Visual inspection revealed that the locking pin was missing from the three-way stopcock and therefore could not be evaluated. The plug lock was viewed under microscope and damage was seen at the gate; the gate was bent outward. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: "do not turn the three-way stopcock more than 180 degrees. The cock could misalign or come off and could cause blood leakage or it could shut down the path for the drug." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the three-way stopcock was turned past 180 degrees causing the locking pin to dislodge, moving the plug lock, and stopping the flow of any fluid through the side tube. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the doctor involved glidesheath slender was used. The doctor complained of being able to withdraw blood from the three-way stock cock of a sheath that was in the radial artery, however it would not flush forward. He placed a wire in the sheath and exchanged it out for a new sheath without further issue. The bland liver embo procedure was a success. The patient was in stable condition. The event occurred pre-treatment. There were no other devices or equipment used with the reported product. Additional information was received on 31oct2019. It is unknown where the blockage occurred.